Event description:
It was reported that the patient experienced difficulty charging as the patient had difficulty aligning the ipg to the charger. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced difficulty charging as the patient had difficulty aligning the ipg to the charger. The patient underwent an ipg replacement procedure and was doing well postoperatively.